Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cs300 intra-aortic balloon pump (iabp) unit's screen is clack. There was no patient involvement reported.